Manufacturer narrative:
(B)(4) . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03034, 2134265-2016-03033. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. During performing pull back, it stopped halfway. However, it recovered when they took the motor drive unit connector out and put it back, then turned ilab off/on. No patient complications were reported.